Event description:
A malfunction was reported, displaying a malfunction code 12, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in carrying out the reset, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction occurs again.